Event description:
It was reported that the patient presented for a device implant procedure. During the procedure on (B)(6) 2021, the left ventricular lead was suspected to have caused a micro-perforation. No intervention was performed and the lead was implanted successfully. The patient was stable.